Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown. Product type: software. Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (asked, unk n/a at asked, unk n/a), unknown drug (asked, unk n/a at asked, unk n/a), and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that 'for a number of days,' they've had difficulties getting their handset and communicator. The patient stated that it was not working and could not get it to connect to the pump.' The agent assisted the patient, and the patient read service code 338, but after tapping 'restart application,' it was determined that the patient was seeing 'not found' followed by 'no device found.' The agent attempted to assist patient to get into settings to reset bluetooth and location, but the patient had significant difficulties navigating equipment. The patient reported being visually impaired and recently diagnosed with a memory loss condition, suspecting it could be alzheimer¿s. The patient stated that they will need to call back tomorrow but the agent reviewed making outbound call for assistance. Agent agreed to call patient back tomorrow sometime between 1:00 pm-2:00 pm eastern time when patient's wife is available to troubleshoot. The patient stated that they have three pump meds in the pump, bupivacaine being one of them, along with an opiate 'dopey' medication, but stated they will provide the other 2 pump meds tomorrow upon call back. Additional information was received from a consumer (con) stated that they saw early replacement indicator (eri) message, which was what was causing them problems. However, they were unsure when they first saw eri message. However, they do not have any problems and said, 'I feel it ¿ it was working from the last time I did it (a bolus).'the agent assisted the patient in connecting to pump to obtain handset serial number and ¿myptm¿ application version. The patient saw 338 and (B)(6). The agent assisted the patient in clearing messages and connected well. They had a 1-hour lockout and thought it would be up around 3:00 pm eastern time but showed 11-minute lockout on the call. The patient also mentioned 'often' the percentage stops at 91% for a while, but on the call, the stop at 91 percent was brief and patient connected well. The agent did not inquire further due to nature of original call and to focus on reason for call. The patient will monitor, discuss eri with their healthcare provider (hcp) and call back for assistance as needed. Additional information was received from a consumer (con) stated that the patient was unsure of last few digits of the 0x code due to being visually impaired.